Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode due to magnetic resonance imaging(MRI) performed in an off-label environment. Programming changes were performed. The patient was in stable condition.